Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she filled her cartridge with octreotide, 200 units, at 916 pm 4.8.13. She bolused 10 units yesterday with that same cartridge and should not have to refill cartridge again until 9 pm 4.9.13 but had low cartridge warning at 0813 today 4.9.13. She has a basal of 7.5 unit/hour and reports just began on pump 4.8.13. She is missing 83 units of octreotide. She denies inserting cartridge without rewind or stopping rewind. Customer technical support (cts) instructed her to stop pump and go to injections. Cts also advised her to call her health care professional (hcp) for instructions since she has received 105 units today but normally takes 10 units q4 hours. During a follow-up call on (B)(6) 2013, the patient stated it was not possible for her to overdose on amount that is "missing" in the cart. She states there is no damage from missing amount of octreotide. She had no reaction and did not need any medical attention. She reports after starting on the new pump she has not had any repeat issues. This issue is being reported as abnormal use: the patient is using the pump to deliver a medication other that insulin, and because there is an allegation of inaccurate delivery.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: review of the black box and download history revealed the insulin in the cartridge on (B)(6) 2013 was 101 units. The total of the cartridge that was loaded in the pump on (B)(6) 2013 at 21:16 was approximately 108u. Only typical usage alarms were recorded in the pump history. The delivered bolus and basal amounts correctly reflect the user¿s programmed amounts. The pump was exercised for 29 hours and was found to be delivering within specifications. Investigation was not able to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.